Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500; model: sc-8216-50; serial: (B)(6); batch: 7032186.

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an explant procedure. The explanted device components were disposed per facility policy.